Event description:
A caller reported that the pump battery was depleting too quickly. There was no reported impact on the customer's blood glucose level. The customer was unable to find the battery charge details in the pump history and planned to call back after the next charge, with no further assistance needed at this time.